Event description:
Surgery date 2004. Surgeon performed a l5-s1 tlif. Upon implantation of the implant, the straight inserter was releasing the implant. He tried several times to insert the implant without success. He then dropped down to a smaller implant size and implanted it into the disc space without it releasing from the inserter. The pt was diagnosed with "partial cauda equina syndrome" post-operatively. Signs of improvement have been seen by the pt from physical therapy.